Event description:
The patient was scheduled for a routine pump replacement. Their elective replacement indicator (eri) was in 3 months. They reported good results since implant, and there was no evidence of a problem. There were no symptoms of increased spasticity or of a spinal headache. Their daily dose had remained low, and they seemed to be doing well. Immediately after opening the pump pocket a large quantity of clear fluid was evident. Upon further inspection, the existing catheter was noted to be split, and the healthcare provider noted a break in the catheter. It appeared that cerebrospinal fluid (csf) was backing up and filling the pocket. The connector was replaced along with the pump. The existing catheter remained in place and was patent. No catheter segments were left in the patient. Their dose was reduced and they were admitted for observation in the intensive care unit (ICU). They were taking oral baclofen at night. They were reportedly doing well as of (B)(6) 2014 and their hcp noted that they recovered without permanent impairment. The pump contained lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10993r44, implanted: (B)(6) 2002, product type: catheter. (B)(4).